Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was "fluid intrusion" into the external pulse generator (epg). The epg is no longer serviced by the manufacturer and has been obsolete. The status of the epg is unknown. There was no patient involvement.